Event description:
Ous MDR - it was reported that this device did not stimulate at low frequencies. This is all of the information that was provided. No event date was reported and it does not appear that any patient interaction occurred when this issue was noted. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt, the external pacemaker including the cable was inspected. Apart from signs of usage no deviation was found related to the clinical observation during analysis. The visual, mechanical and functional analysis revealed no anomalies and no material or manufacturing deviation was found.